Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl, 225 mg/dl, 200 mg/dl. Customer also reported that insulin pump's buttons were harder to press and chipping on the case of the insulin pump near reservoir and battery area. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed self test. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).